Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient felt dehydrated, very tired, vomited and experienced high blood glucose level. Reportedly, she went to the bed and the next day, the patient went unconscious due high blood glucose level, which got worse. Therefore, on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 879 mg/dl. While in the hospital, they noticed that the cannula was bent (curled up). Moreover, the infusion set had been used for 23 hours. Further, she was transferred to the intensive care unit. During hospitalization, the patient received an unspecified medication (drug name unknown) as corrective treatment and were hooked to other things in the hospital but was not sure of all what was done. Furthermore, the issue was resolved and on (B)(6) 2022, she was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.